Manufacturer narrative:
An evaluation of this issue has been conducted at mako surgical. The most frequent failure mode for the anspach burr motor that is used with the rio is the failure of the burr locking mechanism. When the burr locking mechanism fails, the motor may heat up due to friction and then fail to run. When the anspach burr motor fails during surgery, the surgical team switches to the back-up burr motor in the back-up instrument set. In this case, the backup motor failed.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During femoral resection, the anspach burr motor malfunctioned. Troubleshooting procedures were unsuccessful, so the anspach motor was exchanged with a replacement anspach motor. The surgeon completed femoral resection and began tibial resection; the second motor then malfunctioned. The motor was exchanged for a third replacement anspach motor. The case was completed successfully.